Event description:
The customer reported to olympus, the gastrointestinal videoscope had a bad angulation. The device was returned to olympus for evaluation. During the device evaluation, the foreign object was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name - (B)(6). The device was returned to olympus for evaluation and the evaluation found due to wear of an angle wire bending angle in the up direction and the play of the upward/downward angulation control knob does not meet the standard value. In addition, due to the wear of the grip and crack on the upward/downward angulation control knob water tightness is lost, due to adhesive peeling on the bending section cover insulation resistance value does not meet the standard value, adhesive on bending section cover has a crack, image guide protector has a cut, scratches were found on multiple components, objective lens has a scratch and a chip, due to a scratch on objective lens the image has dark area partially, suction cylinder is shaved, connecting tube has a wrinkle, due to adhesive peeling around objective lens streak of flare appears in the image, indication on suction connector is peeled, universal cord has a wrinkle and control unit has discoloration. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in start of precleaning, air/water nozzle was flushed with air/water, air/water nozzle was wiped with clean lint free cloth or brush, and air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.